Event description:
It was reported that log files were sent for review which noticed invalid controller clock alarms throughout the event history.

Manufacturer narrative:
The controller clock alarms were initially reported under pump MFR # 2916596-2023-03498. Manufacturer's investigation conclusion: the reported event of a controller clock invalid alarm was confirmed via the provided log files. The event log file contained data spanning an unknown amount of time, as the controller¿s clock was not synced throughout the data, appearing as (B)(6) 2000 per timestamp. The pump maintained speeds above the low speed limit while connected to the driveline. A ¿controller clock corrupt¿ alarm was observed throughout the data due to the controller¿s clock not being synced; however, no other atypical events were observed. The provided periodic log file was also reviewed, and ¿controller clock corrupt¿ alarms were observed throughout the periodic data due to the controller¿s clock not being synced. The earliest recorded event date within the periodic data was listed as (B)(6) 2000. The data leading up the controller¿s clock resetting was unable to be observed. When the system controller¿s clock resets, the timestamp resets to (B)(6) 2000. This indicates that the controller¿s clock may have been reset approximately ~1 month before the data within the log files. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event, including the cause of the loss of power to the controller that would have reset the controller¿s clock, were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 instructions for use (IFU) (rev. C, section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The IFU also notes that a clock not set advisory alarm may become active on the system monitor upon installing a new 11-volt backup battery. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller clock invalid alarm was confirmed via the provided log files. The event log file contained data spanning an unknown amount of time, as the controller¿s clock was not synced throughout the data, appearing as (B)(6) 2000 ¿ (B)(6) 2000 per timestamp. The pump maintained speeds above the low speed limit while connected to the driveline. A ¿controller clock corrupt¿ alarm was observed throughout the data due to the controller¿s clock not being synced; however, no other atypical events were observed. The provided periodic log file was also reviewed, and ¿controller clock corrupt¿ alarms were observed throughout the periodic data due to the controller¿s clock not being synced. The earliest recorded event date within the periodic data was listed as 06feb2000. The data leading up the controller¿s clock resetting was unable to be observed. When the system controller¿s clock resets, the timestamp resets to (B)(6) 2000. This indicates that the controller¿s clock may have been reset approximately ~1 month before the data within the log files. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event, including the cause of the loss of power to the controller that would have reset the controller¿s clock, were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 instructions for use (IFU) (section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The IFU also notes that a clock not set advisory alarm may become active on the system monitor upon installing a new 11-volt backup battery. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.